Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient's mother reported after wearing the pod longer than 48 hours on the leg she noticed her daughter's site was sore, irritated, infected with blood and purulent discharge coming out of the site. She took her daughter to see her doctor who prescribed amoxicillin (3 times a day for 10 days) for her throat and leg infection. Her blood glucose was reading between 12 to 18 mmol/l (216 to 324 mg/dl). The pod was removed and discarded. Mother believed that her daughter was coming down with strep throat.